Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 4/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. The suture was examined and the end of the strand was noted to be cut, likely caused by a surgical instrument, with body fluids observed on the strand. The sample was received open and only a section of the suture was returned for analysis. Since the sample was received open and exposure time to the environment was undetermined, functional testing could not be performed. Care should be taken to avoid damage to the strand when handling, and the crushing or crimping action of surgical instruments such as needle holders and forceps should be avoided. Please reference the instruction for use for more information. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the suture broke when sewing in an unknown surgery. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.